Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that heparin infusion was stopped due to gastrointestinal bleeding. Large thrombus on inflow cage. Plasma-free hemoglobin increased significantly (from <30 to 1320). The patient subsequently expired.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 59-year-old female with a medical history significant for congestive heart failure (chf) with an ejection fraction of 10¿15%, prior coronary artery bypass grafting (CABG), and diabetes mellitus (dm) presented with shortness of breath. The patient was transferred to another facility for advanced heart failure workup. During hospitalization, the patient decompensated and required high-dose vasopressor support. A left axillary intra-aortic balloon pump (iabp) was placed; however, the patient did not demonstrate clinical improvement. A decision was made to exchange the iabp for impella 5.5 support. An attempt was made to insert the impella 5.5 via the right axillary artery. Due to patient vascular anatomy, the physician was unable to advance the impella 5.5 into the left ventricle. The procedure was aborted, and an impella cp was subsequently placed for circulatory support. On post-implant day 6, the patient experienced one episode of ventricular fibrillation that did not require defibrillation. Two days later, blood was noted in the stool, and gastrointestinal bleeding was subsequently confirmed. Anticoagulation with heparin was withheld. A ¿large¿ thrombus was later observed on the impella cp inflow cage, and plasma free hemoglobin increased to 1320 mg/dl from a prior value of less than 30 mg/dl (consistent with hemolysis). Ultimately, care was withdrawn, and the patient expired. The inability to advance the impella 5.5 due to vascular anatomy is being reported as a malfunction type of reportable event. The impella cp given is related events (gastrointestinal bleeding requiring interruption of anticoagulation and subsequent pump thrombosis with hemolysis) is being reported as a death. However, the patient¿s underlying conditions (end-stage heart failure with reduced ejection fraction, cardiogenic shock requiring high-dose vasopressors, and multiple comorbidities such as prior CABG and diabetes mellitus) contributed most to the demise outcome. Correction. Complaint/patient coding was updated/corrected following medical safety/clinical review as follows: removed hemostasis/ change in therapeutic response (f01) and added serious injury/ illness/ impairment (f12). Therefore, section h6 (health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code) has been fully repopulated and should be regarded as the coding that accurately reflects the reported event. Note: h6. Component code and investigation type/findings/conclusion coding remain unchanged as previously reported. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Major bleed: the cause of major bleed was unable to be determined as limited clinical details were provided and no product was returned for review. Ventricular fibrillation/thrombosis: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: pump passed all post sterile inspection checks.